Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient's wife reported via phone call that the paitent was hospitalized for five days due to issues with his blood glucose levels. It could not be verified if the issues were due to hypoglycemia or hyperglycemia. The insulin pump was suspended, but the device kept beeping. The insulin pump was not returned for analysis at this time.